Manufacturer narrative:
The reported event of incorrect measurement and rapid drop in battery longevity estimate was not confirmed in the laboratory. The device was received in elective replacement indication (eri). Device image analysis indicated average monthly voltage and current trends were normal. Device image indicated that autocapture feature was enabled which was the cause for the rapid drop in estimated longevity. The autocapture provided therapy as needed by the patient and thus affecting the estimated longevity of the device. Assessment of the total projected longevity was performed. The device was implanted 7.20 years which exceeds 75% of total projected longevity and is considered normal depletion. Assessment of eri to end of life (eol) interval was performed. The device was in eri for 5.82 months and is considered normal depletion. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the pacemaker was replaced on (B)(6) 2020 due to the recommended replacement time. The patient was reported to be in stable condition throughout the event and following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented during a remote transmission, a diagnostics anomaly was observed. During a recent transmission, the longevity estimate significantly decreased from the transmission in april. There were no programming or diagnostics changes made that contributed to the large change. The patient will continue to be monitored.

Manufacturer narrative:
Correction: the device explant date should be (B)(6) 2020. The information was corrected.

Event description:
New information received stated that the pacemaker was replaced on (B)(6) 2020 due to the recommended replacement time. The patient was reported to be in stable condition throughout the event and following the procedure.